Event description:
White cell count in knee joint [synovial fluid white blood cells positive], swelling in knee and whole leg [joint swelling], pain in knee and whole leg [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for diabetes. On (B)(6) 2013, the patient initiated treatment with synvisc one (hylan g-f 20) injection (route and dosage regimen not provided) in his left knee. The lot number of synvisc one was not provided. On (B)(6) 2013, patient presented in the emergency room with swelling and pain in knee and whole leg. The same day patient was admitted to emergency room where synovial fluid was found positive for white blood cells (19000) in the knee joint where synvisc one was injected with no sign of sepsis. On (B)(6) 2013, the patient seemed better over past few days. It was reported that the physician thought that the patient had allergic reaction to synvisc one. The events of "swelling in knee and whole leg" and "pain in knee and whole leg" had not yet recovered. The outcome for the event of white cell count in knee joint was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and all the events were not provided by the reporting physician.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.